Event description:
I had lasik surgery and now have a hard time with life in general. I was a longtime contact wearer that never had an issue with contacts in my life. Loved them, they were so good to me over my lifetime. I could have easily worn them until I died and I would never complain. I had people tell me I should get lasik and over the years of it being in the back in my mind, I decided to have it done. I don't think lask centers are upfront and honest enough about what could happen as a result of lasik. This has caused a lot of stress and depression in my life that was totally avoidable and that¿s the part that hurts the most. What lasik centers should be asking potential candidates is if they are bothered by their contacts and glasses. If the pt replies no, they should tell them that this procedure may not produce perfect results and they may want to stick with what they have been doing all along since it has worked well for them their whole life. If they answer that they are absolutely sick of contacts and glasses and they are told all the risk that could be permanent and still want to go through with it then they are perfect candidates as in it being right for them. This could help weed out the people that lasik is not right for. It's important as a health care professional doctor that patients are fully aware of what they are getting themselves into so they don't jeopardize their quality of life. It's not right to hand a packet of paper work at the consultation and not go over the risk but, instead talk about all the benefits of course the pt is going to sign up for lasik because he or she has not been warned about the risk of the procedure or the risk are given such low percentages that it makes the pt believe that the odds are in their favor. This is called lying to the pt, not fair at all!!. Telling the pt that "they may have a little dry eye" or "may have halos for the first couple weeks" is lying!! No healthcare professional can predict how long these "side effects which are actually risks" will last or if they will become "permanent." I wish I would have dug a little deeper for the information on lasik because this would have absolutely convinced me that lasik was not right for me and I would have been absolutely fine with buying contacts the rest of my life period.. Instead, I was lead to believe this would be just like wearing contacts. I know that so many people have come in front of the FDA court hearing focused on lasik quality of life, depression and suicide. It seems as though nothing gets accomplished. These poor people now have to live the rest of their lives with issues that could have been totally avoided and in a world where there are already enough chances of developing all kinds of different diseases and health issues without doctors causing them I think it just really sucks and is unacceptable!! I now hope and pray every night that I am able to one day get some kind of resolution to the problems lasik has caused me in my life. This can knock a person's life off track and it simply isn't right to at least not be well informed about the consequences lasik can cause. I was always the happy person that was the backbone for others. Hard worker goof ball kind of guy and now I hate to admit it but, this has defiantly defeated me and it has changed my personality. I once asked someone from the FDA how they ever approved of this lasik procedure. The lady said to me "the laser was approved by the FDA but, the surgery wasn't." What?? So approve the laser but wash your hands off the surgery it is used for. Great!! Well that makes absolutely no sense at all!! It's no wonder why there are so many people with issues from this and the number will continue to rise if the ones in charge just keep ignoring it. Really is a damn shame and problem. I know I'm a nobody but I will open my mouth when I feel taken advantage of by the system.

Event description:
I have happily worn contacts for years with absolutely no issues whatsoever. Only thing was that my prescription would increase so after a couple years I would have to up my prescription not a big deal at all. For years, I have heard about lasik and people tell me I have a to get it one day and so I kept it in the back of my mind to maybe see about one day. I would ask optometrist about it and instead of them just simply asking if contacts are bothering you, they tell you how great lasik is and who they recommend their pts go to. What they should say is "well if your contacts are bothering you that much we recommend pts to ..., but if you are happy with your contacts we recommend you stick with what you are doing because lasik has its risk and the outcome could be less than you desire. That is what a professional optometrist should be saying to their pts. When you go to the same eye doctors since you were young, you build up a certain trust in them that they have your best interest at heart. They know your eyes best so you trust them. I learned that this is not always true which is absolutely terrible. "Why would a regular eye doctor not explain the complications and issues associated with a product to their pt." They know that their pts are happy with their contacts or glasses so "why feed them "profanity" about a unnecessary procedure that can actually backfire on the pt." I also don't understand why these lasik centers are not as honest and straight to the point about lasik. They obviously understand that the pt doesn't fully understand what they are getting themselves into a have a lot to lose knowing the risk associated with it. I was by no means explain the full issues I was about to face by having lasik. Every time you talk to them they change the percentages of how many pts they do a month, the percentages of complications and percent of people left with dry eye issues. At the consultation they go "ahh, you might have a little dry eye in the beginning" leading to you believing in a week or 2 it should be gone, nope. The nerve endings are cut so your poor eyes can't even tell your brain it needs moisture to stay comfortable, these heartless "scumbags" don't even explain that to you. This can leave a person permanently screwed and dependent on eye drops for life and with spending anywhere from (B)(6) a box on artificial tears, well "where is the savings in having this procedure." There is none, it's "profanity". These lasik centers care about one thing only, the money they will make off of you from the procedure itself. They are like car salesmen and will tell you anything you want to hear, not the truth, pathetic human beings. Not once did they explain to me the issues this would cause me, head aches all the time, bad night vision, loss of vision, doubling of things you look at, halos, starburst that are supposedly suppose to go away but, at 4+ months I'm still waiting mine to go away, sun rays don't look the same way anymore, miss getting up to see this beautiful world, now the sun is so sensitive to my eyes, never "profanity" told me about that. I go from dark to light and my eyes take longer to adjust, contrast sensitivity issues, issues with equilibrium with walking into a room eyes feel off, dryness unbearable. Your quality of life becomes downgraded and this put hopelessness into a person making them consider taking their life. This is no joke, and drs are not honest and I see no one doing anything about it and it pisses me off. "How dare you approve of this and do a "quality of life project." " what the "profanity" are people." "Profanity" lab rats in you little game. Real great, keep doing nothing about this FDA. Just ignore it, you're good at that. All the people that have already came forward with debilitating issues and you do nothing. I expect a response for my honest opinion that will probably likely be ignored. (B)(6). Lasik laser - horrible.